Event description:
It was reported that during initial implant procedure, the stylet would not go all the way down the right ventricular lead. The physician attempted to use several stylets with the same result. The lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.